Manufacturer narrative:
B1 adeverse event corrected to product problem. B2 required intervention to prevent permanent impairment/damage removed. (B)(4).

Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, of diopter -6.5/1.0/087 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2024. The lens was implanted, removed and replaced intraoperatively with a same model but shorter length lens due to excessive vault. This resolved the problem. The cause of the event is reported as unknown.